Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore paper tape makes her hands itchy and advised she has sensitive skin and would like an alternative. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"